Event description:
As reported, by an edwards united kingdom affiliate. During a transfemoral tavr procedure with a 26mm sapien, 3 ultra transcatheter heart valve. When inserting the commander delivery system with crimped valve through the esheath and around the descending aortic arch, there was a period of ventricular tachycardia caused by the forward movement of the wire. Following successful valve deployment, the patient exhibited low blood pressure and echocardiogram showed a large pericardial effusion leading to cardiac tamponade. Aortogram showed a well deployed valve with no evidence of annular injury or blood loss from the annulus. It was therefore determined, that the cause of the event was the left ventricle apex perforation caused by the wire. A drain was inserted and blood was removed from pericardium. However, this could not stop blood accumulation. The team felt that the patient was too frail to undergo bailout emergency surgery. The patient passed away in the operating room.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention, are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation, during a tvr procedure. Including perforation by the guidewire, the delivery system or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (forward movement of the wire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed. And no inadequacies have been identified with regards to warnings, contraindications and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly. And any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.